Event description:
Microvasive vector tts kit used for egd and dilatation; sterile water injected to 4 atm and then deflation performed. Md attempted to remove balloon and wire after deflation but was unable; scope with balloon/wire inside removed by md. A mahoney dilator was used following the microvasive vector tts. Pt discharged after recovery, but developed sudden severe epigastric pain on ride home. Returned to medical short stay and evaluated. Esophageal perforation at eg junction noted. To or for repair. Pt doing well 8/8/97.